Event description:
It was reported that the battery indicator was flashing orange after proper charging. No pt injury was reported.

Manufacturer narrative:
The reported issue was confirmed. The service rep replaced the faulty battery. The system operates as intended.